Manufacturer narrative:
No product will be returning.

Event description:
It was reported that while shaving two blades shed metal flakes during use. The shavings were removed from the joint as best as they could. No patient harm reported.

Manufacturer narrative:
Due to no product being returned, evaluation, and investigation are not possible. No definitive conclusions can be made without pertinent information or a device to evaluate. No further actions are warranted at this time.